Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the gear was seized, jammed and was heavy moving. It was also noted that the device had blood residue in the gearbox, liquid in the control unit and the transmission and control need replacing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to be false and defective maintenance of the device. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery reamer device gear was seized, jammed and heavy moving. It was further noted that the device had blood residue in the gearbox, liquid in control unit and the transmission and control needs replacing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.